Event description:
The customer's bg level in the early afternoon was 170 mg/dl. She consumed carbohydrates (34 g) and administered a meal bolus, but 2.5 hours later her bg level rose to greater than 500 mg/dl. A correction bolus was immediately administered, though her bg's remained consistently high over the following two hours. With bg levels still greater than 500 mg/dl, she administered a second correction bolus; her bg's again failed to lower over the next hour. The pod was deactivated and will be returned for evaluation. She stated that she could "smell insulin," but there was "no wetness on skin." The cannula was "visibly kinked," though no occlusion alarm had been initiated.

Manufacturer narrative:
The pod was not returned for evaluation - we are unable to confirm any device malfunction that may have caused or contributed to the customer's high bg levels. In addition, we are unable to confirm whether the reported cannula "kink" had contributed to insufficient insulin delivery. In addition there is no indication that the pod had initiated an occlusion alarm in response to the cannula kink. If insulin flow to the user was obstructed by the kink, the pod should have initiated an occlusion alarm. A review of lot qualification test results was performed - the lot passed acceptance criteria.